Manufacturer narrative:
The root cause for the reported issue that the nurse scanned the IV fluids lr and the pump, but scanned the lidocaine channel instead was not determined. The reported issue that the nurse scanned the IV fluids lr and the pump, but scanned the lidocaine channel instead could not be confirmed; no further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that on (B)(6) from about 2:00pm to 3:00pm, the nurse was hanging a lactated ringers (lr), intended to infuse at 83ml/hr continuous drip, scanned the IV fluids lr and scanned the pump but scanned the lidocaine channel instead. Patient received lidocaine bolus. It was noted that the nurse did not see any notifications that the channel was in use for lidocaine. There was patient involvement but information on patient harm is unknown.